Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported foot detachment was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a proglide device with a 5f sheath after a abdominal aortic aneurysm interventional procedure; graft to fix endo leak. Reportedly, during needle deployment, a posterior foot break occurred. Manual arterial compression was applied to achieve hemostasis. The location of the separated foot piece is unknown. The patient stayed overnight for observation. No complications. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.